Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. It was reported that the device had performance pull off - suture needle. It was received for analysis an empty opened foil, a paper lid and a winding former wit a suture in process of degradation of product code y304, lot 549410. During the visual inspection of the opened sample, the suture could not be dispensed since it has begun with the process of degradation and it not impression on swage area could be observed. Also, the needle was not received for determine the assignable cause. In addition, the foil was examined and no damages or defects were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to that the needle was not received and condition of suture received, it could not be determined what may have caused the reported incident of: ¿needle came loose from surgical thread".

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle came loose from surgical thread. There was no patient consequence reported.